Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026 at 03:00 am, the patient was feeling good but the cgm reading was low, there was no bg reading taken. Based on the cgm reading, the patient drunk 1 glass of cola and ate a piece of pineapple. After a while, the cgm reading remained low and they called ambulance as the spouse became anxious. The patient was taken to the hospital. At that point the patient was in good condition. At the emergency room (ER) they took a bg reading which was 350 mg/dl and the patient was treated with IV insulin. Second set of values provided were bg 150 mg/dl and cgm 104 mg/dl. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid at the emergency room. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.